Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, list that has a similar product distributed in the us, list number. No returns were made available from the customer site. The investigation was therefore, completed with in-house retained reagent lot 62088lf00 and two commercially available seroconversion panels (bleeds). One run per reagent kit was performed as per the in-house test procedure on one architect analyzer. The assay was calibrated and met validity criteria. One replicate of each seroconversion panel bleed was tested using the in-house reagent kit. The seroconversion panel profile generated by lot 62088lf00 is comparable to the historical panel profile date previously generated; therefore, the sensitivity of this lot is deemed to be acceptable. It remains unclear why conflicting hbsag profiles were obtained at the customer's lab. It is also unclear if the positive result recorded for the lumipulse hbsag assay represents a gray zone, weakly reactive or highly reactive result. As no information is available for this assay, no informed comment can be provided or comparisons drawn between the assays. Manufacturing records for this lot were reviewed an no anomalies were reported. All kit release testing met specifications. A review of complaint records showed no adverse trends related to this customer's issue. The customer's issue is addressed in the architect hbsag package insert. The results of this investigation demonstrate architect hbsag reagent kit, lot 62088lf00, is performing within its intended use, label claims and specifications. This is a final report.

Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer states that one patient sample generated repeat non-reactive results with the architect hbsag assay. The sample tested reactive with the lumiplus f methodology. There is no impact to patient management reported.